Event description:
It was reported that the user¿s Dexcom G7 sensor was unavailable and they sought guidance on operating the iLet without a sensor; the user was advised to use BG Run mode for up to three days with manual blood glucose entries and confirmed they would do so until a replacement sensor arrived. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem, with a usage problem identified related to an improper or incorrect procedure or method; a device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.